Event description:
It was reported that an 8mm amplatzer septal occluder was selected for an implant on (B)(6) 2022. During deployment, device had a cobra formation and was removed from the patient prior to release from the delivery cable. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. An unknown sized, unknown device was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to the labeling design or manufacturing of the device. Per the instructions for use, the recommended size delivery system for use with an 8mm amplatzer septal occluder is a 6f.